Manufacturer narrative:
Date of event is estimated. A patient having ineffective stimulation was reported to abbott. The patient's leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-05333. It was reported that the patient was experiencing ineffective therapy. As a result, a surgical intervention occurred wherein the leads were explanted and replaced to address the issue.